Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during sleeve gastrectomy, the jaw of plee60a was closed onto an ech60r and left on back table for first firing. When the tech tried to open the jaws, the stapler would not open. It was not closed on tissue. Device was closed with ech60r in the jaws. Standard steps for opening the device were used. The device never locked out. They were pulled apart manually (eventually). The procedure was delayed by ten minutes and was completed with no patient consequences.